Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number 14a2722 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The retained samples did not reveal any deviations. The actual sample was received for evaluation and a visual inspection found white deposit (crystals) inside the solution. Chemical testing was performed and found that the sample did not meet product specifications related to the reported event. There were some ingredients that were more concentrated and were outside the specifications. The solution looked to be at the saturation point, causing precipitation of sodium chloride. There was also some discoloration found (addressed in (B)(4)). The cause of the reported event of particulate matter could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that an acid concentrated 4300 ml solution bag for hemodialysis had ¿some crystals.¿ this was noted before patient use. There was no patient involvement. No additional information is available. This is report 1 of 3.